Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection revealed no observable damage to the housing tube or distraction rod. X-rays taken of the internal components were taken and didn't reveal any mechanism failures and everything appeared to be intact. Functional testing was performed and the device was able to distract and retract. X-rays provided by the patient reveal a fractured bone so the reported adverse event was confirmed, however, there was no failure of the device. The cause of the bone fracture is unknown, however, it is possible that the patient's anatomical structure and/or weight bearing lead the fracture.

Event description:
No additional information has been provided.

Event description:
Information was received that during a follow-up appointment,the patient was observed to have had a fracture in their tibia on the limb that had the implanted device. A revision procedure was performed to stabilize the fracture. The nail has been explanted. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.